Event description:
It was reported that the right atrial (ra) lead dislodged. During the lead revision, the ra lead was explanted and the implanter was unable to regain access to implant a new ra lead. Since the patient was dependent, they were referred to another facility for an implant of a new ra lead at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507658, implantable pacing lead, (B)(6) 2010. A 419488, implantable pacing lead, (B)(6) 2010. (B)(4).